Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a reported blood glucose of 292 mg/dl, after a recent meal and during a supply change using an inset 23" 6 mm infusion set; no device alerts or alarms were reported and no bent cannula was observed. Symptoms included elevated blood glucose. Outcomes included on-call troubleshooting and education, resumption of insulin delivery after a full supply change, and a plan for follow-up. Investigation included guided troubleshooting and review of infusion set integrity and use. Investigation of this case revealed no device malfunction identified during support, with hyperglycemia plausibly associated with recent food intake and resolved through proper supply replacement and insulin delivery resumption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.